Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had been ¿dead¿ for 2 years. It was noted that 2 years ago in december, the ins ¿died.¿ it was noted that it seemed like it took a long time to charge. Additional information received reported that the patient was planning to talk to the doctor for a battery change. It was noted that the plan would be to replace the battery with a non-rechargeable.